Event description:
It was reported that the impedance increased. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. A partial lead with the tip measuring 50.4cm was returned for analysis. External insulation abrasion was found at 7.1cm to7.7cm from the lead tip. The etfe coating was intact at the same location.